Manufacturer narrative:
On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2018, mentor became aware that the device was explanted on (B)(6) 2018. (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: (right) mentor siltex round moderate profile 350cc saline breast implant, catalog # 3542655, s/n: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation revision procedure with two mentor siltex round moderate profile 350cc saline breast prostheses where the right side device deflated after implantation. Deflation has not yet been confirmed by a physician. Additionally, the patient reported a bump under her left breast fold. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report addresses the lump reported by the patient.

Manufacturer narrative:
On 5/4/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Also on 5/4/2018, mentor became aware that the replacement devices were mentor smooth round moderate plus profile 400cc memorygel implants, catalog # 3504001bc, s/ns (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was returned to mentor without fluid inside. No foreign material was observed within the device or on the shell surface. The product evaluation team (pe) discovered a rent measuring approximately 0.5 cm at the posterior aspect. No other anomalies were discovered. It is unclear at this time whether the patient¿s reported breast bump was the device or an actual breast mass. The customer requested that no further contact be initiated for follow up attempts. Therefore, no additional information is available. Manufacturer¿s reference number: (B)(4).